Event description:
Device report from synthes europe reports an event in hungary as follows: impossible to unlock buttress nut. On (B)(6) 2013, during an operation, after the locking of proximal femoral nail antirotation pfna blade, the doctor had a problem with the removal of the protection sleeve. He pressed the button on the clamp device of the aiming arm and could not remove the protection sleeve and buttress nut. There was no impact on the procedure and the operation finished successfully.

Manufacturer narrative:
Used for treatment and not diagnosis. Our investigation has shown that the lower ring of the buttress is strongly deformed. Therefore its not possible anymore to insert the sleeve with the buttress into the aiming arm. The clearly visible damage let us assume that the deformation of the buttress is caused by wear and tear due to often and excessive use. (B)(4). No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies.